Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) fiber optic failing, not working. The fiber optic was not giving any reading.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h3, h4, h6(type of investigation, investigation findings, investigation conclusion), h10 a getinge field service engineer (fse) found fiber optics to be outside of specs per cardiosave service manual. Cleaned fiber optic lamp and found fiber optics to pass fiber optic test. Ran and passed all performance and function tests.

Event description:
N/a